Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 5: reference MFR report(s): 3006705815-2018-00387, 3006705815-2018-00388, 1627487-2018-01839 & 1627487-2018-01840. It was reported the patient's scs system was removed due to a (B)(6 )infection. The company personnel did not attend nor was notified of the infection or surgery. The issue has since resolved as the patient has been re-implanted with a new scs system.